Manufacturer narrative:
Testing / inspection - pictures attached: 1 picture was attached in (B)(4) agile attachments section. Results: picture show a cassette product from part number 21-7302-24, cassette show droplets and without blue clip. By picture is not possible determine if droplets are inside or outside of the device. Sample received: 1 sample was received. Sample consist in 1 cassette product from part number 21-7302-24. Sample was received in used conditions, without its original packaging, without blue clip, without white cap, decontaminated and inside plastic bag. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. Results: no damages, kinks or cuts were detected that could cause the failure mode reported. Results: sample could be filled, and no leaks were detected. Conclusions: failure mode could not be duplicated by functional testing; complaint is not confirmed. Root cause - no root cause determine due complaint was not confirmed.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported the disposable was leaking after 24 hours. Clinical consequence is patient stress at home.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.